Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 10, 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verio 2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 at 6:30am. The reporter stated that the patient obtained a result of "225 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The reporter stated that the patient contacted her doctor on (B)(6) 2015 at 7:10am for advice in response to the alleged inaccurate result and she received hcp advice to increase her oral diabetes medications to 4 eucreas tablets and 2 novonorm tablets. The reporter claimed that as a result of this increase in medications, the patient "fainted". The reporter denied that the patient received medical treatment following the faint. The reporter stated that the patient's blood glucose was tested using another device on (B)(6) 2015 at 6:30am and the result was "80 mg/dl". At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the reporter stated that the patient developed the symptom of "fainted" after the alleged inaccuracy began. This symptom does meet lifescan's criteria for a serious injury.